Manufacturer narrative:
The device was not returned for analysis. Photos of the explanted valve were sent to medtronic for review. Pannus overgrowth was observed on the inflow of the explanted valve. In addition, calcification was observed on the right left commissure which led to tissue degeneration on the right leaflet. Based on the review of the photos, a definitive conclusion of the cause of the regurgitation and stenosis could not be made. Reduced performance of the valve is attributed to host tissue overgrowth and calcification. These findings are generally considered patient-related conditions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unspecified duration post implant of this 21mm bioprosthetic aortic valve, the patient developed moderate aortic stenosis. An unspecified duration later, the stenosis progressed to severe stenosis. During this time, the patient developed progressive dyspnea and mild aortic insufficiency. Eleven years and eight months post implant, the mean gradient was 60mmhg and the peak velocity 99m/s. At this time the valve was explanted and replaced with a 25mm bioprosthetic valve of a different model. No additional adverse patient effects were reported.